Event description:
Information was received from a patient implanted with a neurostimulator for spinal stenosis. A complaint about stimulation was reported. The patient had stimulation in the wrong location. The symptoms occurred following implant. The locations of the symptoms were the left leg, the feet, and the right leg. It was noted that the patient was at home and their status was good. Lead placement was discussed and the patient was redirected to their healthcare professional (hcp). Additional information was received from the patient. It was reported that the hcp compared current x-rays to trial x-rays and the lead appeared to be similarly placed. Stimulation was not reaching the patient's lower back. The patient was redirected to the hcp and was to request another reprogramming session with a manufacturer representative (rep). Shortly after previous reprogramming sessions to drive stimulation to the low back area, within days, it was lost and went no higher than the patient's legs. Additional information was received from a hcp. It was reported that the hcp had no follow-up with the patient on file beyond (B)(6) 2010. There were no x-rays to compare in the hcp's system. The patient stated that he saw someone at another facility for attempts to reprogram for six months. When those failed the patient let the battery exhaust itself. After receiving this from phone contact made with the patient the hcp was happy to see the patient in follow-up with new x-rays and try to salvage the device. The patient was to discuss this with his wife and call the hcp back. Additional information was received from a rep. The patient never had therapeutic effect while stimulation was on. The patient had several reprogramming sessions that were unsuccessful. The patient did not have good pain coverage so he started to stop using stimulation and had not charged the implant in over a year as of (B)(6) 2011. The patient and hcp also discussed moving the implant battery due to the current location being uncomfortable during charging. The patient reported some time ago an individual in the hcp's office advised the patient that there was nothing more the doctor could do for him so the patient stopped seeing the hcp about the implant. The patient spoke with his doctor who stated that was not the case and he would still try to assist the patient. Additional information was received from the patient. The patient was still having concerns with his device but was working with his hcp and rep with an appointment scheduled for (B)(6) 2011. Additional information was received from a rep and hcp. It was reported that an x-ray of the thoracolumbar was done on (B)(6) 2010, a lumbosacral spine x-ray was done on (B)(6) 2011, reprogramming was done by a rep on (B)(6) 2011, and the rep saw the patient on (B)(6) 2011 to jump-start the battery as it was overdischarged. The patient was re-seen by the rep on (B)(6) 2011 to restart the battery as there was a power on reset (por). Additional information received from the rep reported that the patient was being re-trialed as of (B)(6) 2011. Additional information received from the rep reported that the patient had a successful subcutaneous trial and was scheduled for a revision in early (B)(6) of 2011. Additional information received from the rep reported that the patient was given a second generator that was connected to two subcutaneous leads. The patient was extremely happy with the outcome and had full coverage in his pain areas. Additional information was received from the patient. It was reiterated that the patient never had therapeutic effect, that the implant didn't work, and that the patient let them go down. It had been over a year as of (B)(6) 2014 and the patient wanted to remove the implant. Additional information received from the patient reported that they had not used the therapy in years as of (B)(6) 2016. Therapy was still not helping them and was in the wrong location. Additional information was received from the patient. It was noted that the patient felt that the generator was good but wasn't installed correctly by the doctor.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.